Manufacturer narrative:
Concomitant product: forcefx discon use forcfx-8 serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the caesarian section, the electrosurgical bovie disposable pencil malfunctioned. The coagulation button got stuck in the on position while the bovie was in holster. The (obstetrics/gynecoloy)tech noticed the noise and asked the surgeon if she was leaning on it. She confirmed that she was not and they noticed that the button was stuck in the "on" position, since the pencil was in the holster, there was no patient burn or fire. The button was reset. However, when the team tried to use the pencil a second time, the button got stuck again so the pencil was replaced for the rest of the case. There was no patient injury.